Manufacturer narrative:
.

Event description:
The rep reported in 2007, that the pt had experienced a loss of stimulation therapy; no other symptoms were provided. The hcp provided there had been a lack of effect, which is assumed to have occurred three days after replacement of the pulse generator. Results of an MRI exam in 2007, had shown a broken lead and the lead was replaced. The next day, results of a post-operative MRI had detected "good targeting" and CT scan results were "good". There had been no injury reported and the pt has recovered without sequela.